Event description:
The hcp reported that the patient has a history of diabetes mellitus and multiresistant staphylococcus aureus infections. Approximately one and a half weeks after implantation, the patient developed fever, redness, swelling , drainage and pain of the device pocket site. Cultures were positive for multiresistant staphylococcus aureus. The patient was treated with IV antibiiotics and the device system explanted.